Event description:
Customer reported a high blood glucose level with the highest value shown as "high" (specific value was not provided. Cause was not known. To address the high blood glucose, the customer administered a correction bolus via the pump. Technical support instructed the customer to check the infusion site, tubing, and connectors; no notable issues were found. The caller was advised to consult a healthcare professional to further investigate the issue and understood the instructions, planning to replace supplies as necessary and continue insulin therapy.